Event description:
It was reported that a patient with an ambicor penile prosthesis (app) stated that he was unable to deflate the left side of the device. The patient was suggested to contact his urologist for next steps. No additional information was provided.